Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer, that experienced leakage. It was stated presence of leakage at the luer lock connection. Staff reported that the product screwed in but failed to stop the leakage. Normally, the connection did not rotate, but in this case, it was confirmed that it rotated completely within the luer. The product was used for intravenous connection and showed traces of blood due to contact, with persistent backflow that could not be stopped due to the leakage. One picture was provided by the customer. Although the event occurred during patient use, there was no patient harm reported. Update: the medication used in the event was saline solution 0.9% and the device had only been primed for its installation to the peripheral catheter, which began to be screwed in without success and then obtained blood return, the patient did not suffer any serious harm, only the potential risk of infection due to manipulation of the peripheral line. The event occurred on (B)(6) 2025 at the inpatient department.

Manufacturer narrative:
D9 - date returned to mfg: 7/21/2025. One (1) photo was shared by the customer, where the sample is placed over a white surface and some stains are shown. However, the source of the leaks is not observed. One (1) used. List #011-mc33869, 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer was returned for evaluation. As received, no physical damage or anomalies were noted. No mating device was returned. The sample was tested according to the procedure. No leak or anomalies were noted. The complaint of leaks cannot be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.